Event description:
It was reported that the compressor-mini fails to turn on. There was no patient involvement reported. (B)(4).

Manufacturer narrative:
Our investigation into this complaint has been finalized. Investigation on-site by our field service engineer (fse) revealed that the compressor had a blown fuse. The fuses and the mains inlet were replaced. The compressor was returned to service after successful functions and safety tests were performed. Earlier investigations of similar complaints has determined that the cause for a damaged fuse could be one, or a combination of, the following causes: - electrical transients (voltage and/or current spikes) in the mains power. - bad electrical connection between the fuse and the fuse holder, e.g. Due to vibration in the system. - chemicals used from cleaning the device (by spraying) causing corrosion and as second effect bad connection. - dust in the environment if deposited on the fuse holder, which will insulate an increase the temperature around the fuse and effect the contact between fuse and fuse holder. According to the user's manual, a preventive maintenance (pm) shall be performed after 5,000 operating hours. It includes visual inspection for damage of parts as well as a preventive cleaning of dust in the mains inlet.

Event description:
(B)(4).